Event description:
I had problems breathing while using the CPAP resmed full face mask airfit f20 (quietair, medium size) at the "quietair" elbow connection. I have a prescription for a low pressure CPAP. The elbows are used as a connector to breathing tubing and to allow excess air in the mask to escape, so plugged outlet holes may result in moisture and carbon dioxide build-up. I like resmed products but when I switched from the old free flowing exit-air elbow to the new filtered-mesh exit-quietair elbow, I found myself waking at night not being able to restfully breath. I had to lift the face mask multiple times to allow fresh air come inside the mask and remove condensation. I disassembled the cowling cover over the filter mesh on exiting the quietair elbow and discovered that the very small, multiple breathing outlet ports were plugged with a black substance embedded in the filter mesh. No black residue was found anywhere else in the CPAP machine including the air intake filters on the machine itself. My wife tried the newer filtered quietair elbow on her newer CPAP and compared it to the older non-filter-mesh elbow. The filter-mesh quietair model restricted air flow so that there was a noticeable stale air build up and difficulty breathing even at the higher pressure setting. FDA safety report ID#: (B)(4).